Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The safety valve membrane was cleaned, and the ventilator passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided. The root cause of the failed internal leakage test during pre-use check was contamination on the safety valve membrane. This will be detected during pre-use check.

Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI), # h4 manufacture date. D1 - brand name - previous brand name: servo-u, - corrected brand name: base unit servo-u. D4 - version or model # - previous version or model #: servo-u, - corrected version or model #: 6694800. D4 - unique identifier (UDI)# - previous unique identifier (UDI)#: missing, - corrected unique identifier (UDI)#: (B)(4). H4 manufacture date - previous manufacture date: 06/08/2020. - corrected manufacture date: 06/04/2020.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).